Event description:
The customer reported the system displayed a communication error and would not fluoro when the fluoro buttons was pressed. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply. System operates as intended.